Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while being walked through an infusion set change, her blood glucose was high. Customer stated that she thought it was clogged so she checked her set and she changed it. Customer's blood glucose was 457 mg/dl at the time of the incident. Customer's current blood glucose is 409 mg/dl. Customer stated that she was nauseated and threw up. Customer treated with an insulin pen. Customer was advised that the symptoms she has expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer wanted to continue troubleshooting. Customer stated that the cannula was straight and not bent. Customer declined to run the high pressure test as she just changed her set and stated that she will test in two hours to make sure her blood glucose is going down.